Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, stent damage occurred. The 90% stenosed target lesion was located in the calcified left anterior descending artery (lad). A 38mm x 2.50mm promus element was advanced to the lad; however the device was unable to cross the lesion. The device was removed from the patient and stent damage was noted. The procedure was successfully completed with another with same device. No patient's complications were reported and the patient's current condition is stable.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified proximal stent damage. The struts on the proximal end of the stent were raised and bunched up. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The balloon of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A visual and microscopic examination identified the hypotube was kinked 205mm distal to the strain relief. Several smaller kinks noted along the length of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, stent damage occurred. The 90% stenosed target lesion was located in the calcified left anterior descending artery (lad). A 38mm x 2.50mm promus element was advanced to the lad; however the device was unable to cross the lesion. The device was removed from the patient and stent damage was noted. The procedure was successfully completed with another with same device. No patient's complications were reported and the patient's current condition is stable.